Event description:
It was reported that a home patient (hp) felt full and bloated while using a homechoice(hc) device. The hp stated that they were not getting a full drain from the hc. The hp was in fill one at the time of the call and had filled with 1971ml. The hp stated that she did a fill during the day of 2500ml and only drained out 44ml in the initial drain. The technical service representative (tsr) assisted the hp in a manual drain and the hp drained out 4417ml. The tsr reviewed the hc settings and found the initial drain to be set to 10ml. The tsr advised the hp to contact the nurse to increase the initial drain alarm setting. The hp was to continue with therapy for the night. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. External and internal inspections were performed with no issues. The pneumatic system was tested and no leaks were found and all pressures were found to be correct and stable. A short simulated therapy was performed on the device with no issues. A review of the event history log confirmed the reported issue. The reported issue could not be duplicated and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.